Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The target lesion was located in the severely calcified proximal left anterior descending (lad) artery. The 2.25x24mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with another 2.25x24mm promus element stent. There were no patient complications reported. However; returned device analysis revealed stent damage and stent movement on the balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination identified stent damage. The rows from the eighth row from the proximal end of the stent were stretched along its length and out over the tip of the device. The stent was damaged in several areas along its length. The stent had moved distally on the balloon by 20mm. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. The hypotube was kinked at 175mm distal to the catheter's strain relief. Several smaller kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. No other issues were noted with the device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).